Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis and treatment it was reported that the patient subsequently passed away. Prior to passing, the patient was in palliative care after being in the hospital for a couple of weeks. The cause of death was due to peritonitis. It was unknown if an autopsy was performed. It was not reported if pd therapy was ongoing at the time of death. The reporter declined to provide additional information.

Manufacturer narrative:
Correction: b1. Should additional relevant information become available, a supplemental report will be submitted.